Event description:
A customer reported a pixel issue on a pump display, which affected their ability to interact with and read the screen. There was no adverse impact on the customer¿s blood glucose level. The technical support team decided to replace the pump, as it was still under warranty. The customer was instructed to use multiple daily injections (mdi) for insulin delivery in the meantime. They were also provided with instructions on how to put the pump into storage mode before returning it with a pre-paid label, which the caller understood and acknowledged.